Event description:
Procedure: gastro-enterostomy. According to the reporter: the customer reports that a patient was brought back into the or in 2008, because the staple line was found to be bleeding. No further pertinent information was provided by the facility.

Manufacturer narrative:
MDR initial report submitted: 12/30/2008.